Manufacturer narrative:
MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet bionic pancreas generated repeated ¿alert 38 ¿ motor stall¿ restart alarms, leading to multiple therapy interruptions and the user reverting to backup therapy; the user noted a setup practice of attaching the cartridge to the connector prior to connecting to the ilet, and a guided dry-run supply change showed tubing fill to 121 units without alerts, after which delivery resumed before alarms recurred. Symptoms included hyperglycemia. Outcomes included temporary loss of insulin delivery with the user transitioning to backup therapy. Investigation included agent-led troubleshooting, review of alarm history, education on proper supply change procedure, and arrangements for device replacement with return of the original device for further evaluation. Investigation of this case revealed persistent motor stall alarms consistent with a pump drive or mechanism stall, with potential contribution from supply connection sequence.